Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: on which firing did this occur: it is difficult to release when pushing firing knob and completing firing; on this firing, did the device staple: yes; if the device stapled, was the staple line complete: yes; if the device stapled, what was the shape of the staples (b-formation, irregular, legs straight): irregular; on this firing, did the device cut: yes; if the device cut, was the cut line complete: yes; how was the procedure completed: by replacing the same product.

Event description:
It was reported that during a gastrectomy procedure, after compression, then the firing was difficult to push. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m5598j. The analysis results found that the ntlc75 device was received in good visual conditions and with a cartridge reload present. The reload was received with the knife not completely within doghouse, fully fired and the swing tab in the unlocked position. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. The device was tested for functionality with a test cartridge. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A batch record review was performed and no anomalies were found during the manufacturing process.